Event description:
It was reported that the patient with this pacemaker device exhibited oversensing. Upon review of the atrial tachy response (atr) episodes, technical services (ts) stated there was undersensing and it was also causing atrial pacing. Ts recommended to have the patient seen in clinic to adjust sensitivity. The health care professional (hcp) mentioned they had previously adjusted programming for some previous cross talk. This pacemaker currently remains in service. No adverse patient effects were reported. This device was explanted, returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient with this pacemaker device exhibited oversensing. Upon review of the atrial tachy response (atr) episodes, technical services (ts) stated there was undersensing and it was also causing atrial pacing. Ts recommended to have the patient seen in clinic to adjust sensitivity. The health care professional (hcp) mentioned they had previously adjusted programming for some previous cross talk. This pacemaker currently remains in service. No adverse patient effects were reported.